Event description:
The pt called lfs alleging that their one touch basic enhanced meter would not power on. Pt visited their physician, where a normal blood glucose reading was obtained. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.